Manufacturer narrative:
When the uncommanded movement occurred, facility personnel disconnected the table's ac power and completed the procedure utilizing the table's auxiliary override controls as is instructed in the table's operator manual. The operator manual states (pp. 5-1), "the 3080-r remanufactured amsco® surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." A steris service technician arrived onsite to inspect the surgical table. The technician inspected the surgical table and found damage in the foot control cable assembly. Prior to the reported event, the surgical table received maintenance from user facility personnel. The steris service technician stated that improper repairs were conducted by the user facility personnel which subsequently caused the damage in the foot control cable assembly and caused the reported event to occur. The steris service technician repaired the surgical table, tested the unit and returned the surgical table to service. No additional issues have been reported. The operator manual states (pp. 1-2), "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular routine maintenance. Contact steris to schedule preventive maintenance. Repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options." The surgical table was installed in 2012 and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure the table moved into trendelenburg position without being commanded to do so. No report of injury. No procedure delays or cancellations were reported.